Event description:
It was reported that during the implant procedure, the physician found the pt had signs of intracranial bleeding. The procedure was then stopped. If additional information is obtained, a follow up report will be sent.

Event description:
Additional information showed the patient recovered without sequela.

Manufacturer narrative:
(B)(4).